Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 32 x 3.00mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified distal stent damage with struts lifted. The crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.